Event description:
It was reported that during the implant procedure, when the physician was trying to cannulate the coronary sinus, a vein dissection occurred. A few days later, the physician elected to implant an is-1 system instead of the is-4 system. All measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.